Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling and c.r. Bard pelvisoft acellular collagen biomesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to erosion of mesh into bladder, bladder stones, and recurring uti. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystoscopy with removal of bladder calculus and bladder biopsy, posterior repair, and perineoplasty.

Event description:
It was reported that the patient underwent cystoscopy with removal of bladder calculus and bladder biopsy, posterior repair, and perineoplasty.